Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying user was using correct kit components; verifying user was washing parts according to instructions for use; verifying user was not washing or drying tubing on pump; verified no milk backup occurred; disassembled, inspected, cleaned and/or reassembled kit and tubing set; verified correct breast shield fit. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and parts and return of her original pump and parts was requested for testing/evaluation. In follow up with a complaint handler on 01/09/23 the customer indicated that she developed mastitis on (B)(6) 2022 and was prescribed dicloxacillin, which she just finished. She indicated that the replacement pump and parts was working without issue and her mastitis was resolved. The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2022. The device was tested with a lab kit and the customer's kit and the issue of no suction was reproduced. Human milk residue was found on the motor aggregate (internal motor & pump assembly.) Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc while using her pump in style maxflow pump she was experiencing low to no suction. The customer stated before calling she had purchased new pumping parts and it did not improve the suction. The customer also alleged she had developed mastitis and was prescribed antibiotics to treat it.